Manufacturer narrative:
Unit received with cracked and bleeding glass (lcd board). Unit received with minor scratches on lcd window. Unit received with broken reservoir tube lip and battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump has a cracked case and battery thread. Customer's blood glucose level at the time 138 mg/dl. Advised insulin pump would be replaced.